Event description:
It was reported to target that during manipulation of a catheter, the catheter kinked. The hosp was contacted for further info on this procedure and it was revealed that the product complaint was for a catheter rupture, not kinking. Because of this new info the complaint was determined to be a MDR. There was no impact or harm to the pt from the product malfunction.